Event description:
Consumer called to report getting readings "all over the place". Analysis run on clark error grid using mean avg reading (230) as ref,oiubt vs. Bd readings of 350, 110 yielded data points in the c zone of the grid, outside of acceptable limits.